Manufacturer narrative:
The reported complaint was confirmed. No further testing or repairs were conducted with this central control monitor as it has reached its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) screen would does not turn on fully. The screen had a bunch of lines and static looking damage. There was no patient involvement.